Event description:
It was reported that during a ptca / atherotomy / stenting treatment procedure inflation difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous mid lad coronary artery. The physician initiated treatment of the lesion with a rotablator, then placed a penta 3.0/23 mm stent. The quantum monorail balloon was used to post dilate the penta stent, but would not advance completely inside of the stent. The balloon was inflated at the proximal portion of the stent, but ruptured at 20 atms (rated burst pressure) on the second inflation. (The initial inflation was to 12 atms). The pt was asymptomatic during this event. The quantum monorail balloon catheter was removed and replaced with a quantum maverick monorail balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.